Event description:
It is reported that a sheath broke inside the patient was removed using pick-ups by the surgeon.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the sample evaluation. One used and broken sheath and one new, unused sheath were received for evaluation and investigation. The visual inspection of the used sheath found the blue tabs broken off. The material was brittle and did not split evenly. The new sample was evaluated and met specification. A review of the lot history found no other complaints for this lot. The device history records were reviewed and the lot was released per specification. The issue has been assigned a corrective action to investigate the cause of crumbling/breaking sheaths. If additional information that is pertinent to this event becomes available, I-flow will reopen the complaint.